Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (other) please describe and state the location of the perforation: right tube") in an adult female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary, diabetes, postpartum depression, endometriosis and morbid obesity. Previously administered products included for contraception: depo provera. Concurrent conditions included dysfunctional uterine bleeding, urinary urgency, urge incontinence, cystitis interstitial, bladder pain and adnexa uteri pain. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016 hysteroscopy with d&c, diagnostic laparoscopy, removal of right essure, right). At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. She had need for additional surgery. Diagnostic results: on (B)(6) 2016: exam: us transvag duplex comp. History: pelvic pain. Findings: the uterus appears normal without mass lesion. The endometrial stripe appears normal and measures measurement mm. The ovaries appear normal. No adjacent adnexal masses are present. Impression: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (other) please describe and state the location of the perforation: right tube") in an adult female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary, diabetes, postpartum depression, endometriosis and morbid obesity. Previously administered products included for contraception: depo provera. Concurrent conditions included dysfunctional uterine bleeding, urinary urgency, urge incontinence, cystitis interstitial, bladder pain and adnexa uteri pain. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016 hysteroscopy with d&c, diagnostic laparoscopy, removal of right essure, right salpingo-oophorectomy). At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2012 she had need for additional surgery. Diagnostic results: (B)(6) 2016:exam: us transvag duplex comp history: pelvic pain. Findings: the uterus appears normal without mass lesion. The endometrial stripe appears normal and measures measurement mm. The ovaries appear normal. No adjacent adnexal masses are present. Impression: normal pelvic ultrasound. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received: events vaginal bleeding, menorrhagia, bladder disorder & urinary disorder, dysmenorrhea, dyspareunia, fallopian tube perforation (replaced previous event perforation nos) were added. Lot number & lab data updated. Concomitant & historical conditions , drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / perforation (other) please describe and state the location of the perforation: right tube') in an adult female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary, diabetes, postpartum depression, endometriosis and morbid obesity. Previously administered products included for contraception: depo provera. Concurrent conditions included dysfunctional uterine bleeding, urinary urgency, urge incontinence, cystitis interstitial, bladder pain and adnexa uteri pain. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and cystitis ("bladder infection"). The patient was treated with surgery (on (B)(6) 2016 hysteroscopy with d&c, diagnostic laparoscopy, removal of right essure, right,). At the time of the report, the fallopian tube perforation and vaginal haemorrhage outcome was unknown and the pelvic pain, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal pain and cystitis had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2012 she had need for additional surgery. Plaintiffs received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder infection. Diagnostic results: (B)(6) 2016:exam: us transvag duplex comp history: pelvic pain. Findings: the uterus appears normal without mass lesion. The endometrial stripe appears normal and measures measurement mm. The ovaries appear normal. No adjacent adnexal masses are present. Impression: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- abdominal pain, bladder infection. Essure removal date were added. Events outcomes were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.